Manufacturer narrative:
The prograsp forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The instrument was found to have a broken grip cable, grip open, at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that there was a broken cable while the prograsp forceps instrument was holding a suture. The procedure was completed. It was unknown if a fragment fell into the patient. The customer performed an x-ray on the patient after the procedure.